Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage and blank display. Customer's blood glucose at time of incident was unknown. The customer reported that the device was exposed to water. Customer stated that she went on swimming with the pump. Customer stated that she is unable to read screen and perform self-test due to display anomaly. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Also, moisture damage was noted on the motor during visual inspection. Unable to perform the operating currents, self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement tests or verify the display anomaly due to the blank display. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.